Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent and a palmaz (non-endologix) stent; this constitutes an off-label initial case due to use with an adjunctive device. Approximately one (1) month post initial procedure, the patient presented with a type iiia endoleak. The physician elected to treat the patient by implanting an ovation ix main body and iliac limb on (B)(6) 2019; this is also an off-label procedure due to use of afx with ovation ix devices. This acute event was previously reported per MFR. Report # 2031527-2019-00266. In addition and during the re-intervention procedure in (B)(6) 2019, the patient experienced hypotension and anaphylaxis post polymer fill of the ovation ix main body. The patient was successfully treated for the anaphylactic reaction per device IFU, after which the patient stabilized. The re-intervention was reported to have taken approximately eight (8) hours to complete, which is considered a prolonged procedure. This intraoperative event was previously reported per MFR. Report # 3008011247-2019-00094. Another five (5) months post re-intervention (sometime in (B)(6) 2019), the patient presented with a type I (a or b) endoleak at routine follow-up and the aneurysm measured at 10.5cm (aaa sac growth). The physician will continue to monitor the patient but a re-intervention is not scheduled at this time. As of date, there have been no additional patient sequelae reported. Additional information: clinical assessment shows the type ia endoleak event is confirmed.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The type ia endoleak and sac growth event is confirmed. The persistent type ia endoleak was likely related to the off label nature of the neck, length was 10mm (should be greater than or equal to 15mm), as well as the infrarenal neck angle was 74° (should be less than or equal to 60 degrees). The event is most likely user related. Concomitant use of products outside the IFU is off label. Revision of a previously placed graft is a cautionary product use condition. Procedure related harms for this event could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem h6: device code: remove code3190 h6: method code: remove code 4114 h6: result code: remove code 3233 h6: conclusion code: remove code 11

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remains implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent and a palmaz (non-endologix) stent; this constitutes an off-label initial case due to use with an adjunctive device. Approximately one (1) month post initial procedure, the patient presented with a type iiia endoleak. The physician elected to treat the patient by implanting an ovation ix main body and iliac limb on (B)(6) 2019; this is also an off-label procedure due to use of afx with ovation ix devices. This acute event was previously reported per MFR. Report # 2031527-2019-00266. In addition and during the re-intervention procedure in (B)(6) of 2019, the patient experienced hypotension and anaphylaxis post polymer fill of the ovation ix main body. The patient was successfully treated for the anaphylactic reaction per device IFU, after which the patient stabilized. The re-intervention was reported to have taken approximately eight (8) hours to complete, which is considered a prolonged procedure. This intraoperative event was previously reported per MFR. Report # 3008011247-2019-00094. Another five (5) months post re-intervention (sometime in (B)(6) 2019), the patient presented with a type I (a or b) endoleak at routine follow-up and the aneurysm measured at 10.5cm (aaa sac growth). The physician will continue to monitor the patient but a re-intervention is not scheduled at this time. As of date, there have been no additional patient sequelae reported.